Manufacturer narrative:
Product complaint # (B)(4). Additional information: h4. Device manufacture date, h6. Type of investigation. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d 4. Lot, d 4. Expiration date, h 6. Health effect - impact code. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? No ¿ doc uses on every partial nephrectomy. 2. How many times have they applied the laparoscopic tip? Or does not use it lap often. 3. Was a sales representative present during the case when the issue was experienced? No 4. Were there any unexpected outcomes or complications as a result of the event? Prolonged surgical time on clamp. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. How long was the surgical time on the clamp prolonged? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The following information was requested, but unavailable: 1. How long was the surgical time on the clamp prolonged? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: please clarify, did the user have trouble removing the dual applicator when unscrewing the gray luer locks? Or did the user have trouble with attaching the white spray tip to the syringe? The user had trouble removing the dual applicator when unscrewing the gray luer locks. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the vstas1 device was returned with the adapter with only one luer lock damaged. In addition, the packaging opened was returned with the instrument. Due to the condition of the retuned device, no functional testing could be performed to evaluate the reported incident. The event reported was confirmed and it is related to improper use of the device. One possible cause for the damage found on the adapter may be excessive external load placed on the device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h 3. Device evaluated by manufacturer?, h 6. Component code, h 6. Type of investigation.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d 9. Date device returned to manufacturer, d 9. Is device returned to manufacturer? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d 9. Device available for evaluation?

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? How many times have they applied the laparoscopic tip? Was a sales representative present during the case when the issue was experienced? Were there any unexpected outcomes or complications as a result of the event? Re there pictures of the damaged device available? What is the lot number? Event related to mw # 2210968-2023-03590. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a fibrin sealant preparation device was used. The doctor could not get it to fit on the nozzle. No adverse patient consequences were reported. Additional information was requested.